Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-31448. It was reported patient controller displayed an error while setting the ipg into MRI mode. Patients app was updated and still the issue persisted. Patient was not able to meet with representative. Patient wants the system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.